Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In november 2020, the remaining battery longevity was eight years, five months. Today the remaining battery longevity is four years, five months. The device remains implanted. No adverse patient effects were reported. Additional information was received, engineering reviewed disk analysis of device, and confirmed increased power consumption. A technical service consultant provided recommendations to replace the device. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In november 2020, the remaining battery longevity was eight years, five months. Today the remaining battery longevity is four years, five months. The device remains implanted. No adverse patient effects were reported. Additional information was received, engineering reviewed disk analysis of device, and confirmed increased power consumption. A technical service consultant provided recommendations to replace the device. The device remains implanted. No adverse patient effects were reported.